Event description:
This supplemental report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was cut by a physician during open heart surgery for this patient. No additional adverse patient effects were reported.